Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 51 mg/dl. To address the low bg level, the customer consumed soda. System check with tandem technical support showed that the pump was performing as intended. It was confirmed that the customer would consult with health care provider regarding diabetes management.